Manufacturer narrative:
(B)(4). Date sent: 3/28/2024. D4: batch # 622c77. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with no reload present and with a tyvek. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the black motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 622c77, and no non-conformances related to the reported complaint condition were identified.

Event description:
After firing and the blade couldn't return successfully, and it was stuck. The surgeon tried the reverse button, but the blade still stuck. They tried many times and finally succeeded. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a9e44c, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.